Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0m7c4, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the manufacturer representative was going today for an ins replacement, but it ended up being a revision since she got an impedance out of range when she tested the system. It was stated that the patient had lost therapeutic relief 8 months ago but the caller did not know the root cause. No further complications were reported.

Manufacturer narrative:
Product ID 3889-28, lot# va0m7c4, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that evaluation in the office showed there to be absence of impedance and nonfunctioning generator. The patient then presented for complete removal of the device and replacement of new implant on their right side. No further patient complications are anticipated or expected as a result of this event.